Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: during investigation, all the keypad buttons functioned appropriately. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. The pump casing was cracked at the bottom right corner between the keypad and the pump seal.